Manufacturer narrative:
Concomitants: ((B)(6)), 204-34-02 - fluted stem extension 25l x 14 mm; ((B)(6)), 02-010-01-0320 - logic femoral ps cem right sz 2; ((B)(6)), 200-02-32 - three peg patella 32mm; ((B)(6)), 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t; ((B)(6)), 204-70-00 - tibial stem ext. Screw. The product associated with the reported event is within the scope of recall z-0021-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA: it was reported that approximately 123 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, extreme pain, cracks, swelling and loss of balance. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022.